Manufacturer narrative:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The wireless software update was performed clearing the eri message. The device is providing therapy. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. Attempts were made to obtain complete patient and event information. Further information was not provided. A false elective replacement indicator message was confirmed. The device was not returned for analysis; however, logs and/or assessment report were received. Analysis of the records show that the battery voltage level of the device is within specifications. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The wireless software update was performed clearing the eri message. The device is providing therapy.